Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the end of the cable/ connector kept alarming high pressure and it stops the pump from running. Audible alarm tones were heard. The device was not changed out. The surgical procedures was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user propped up the cable and it resolved the issue temporarily. The user finished surgery with the same unit. After surgery, the unit was taken out of service.